Event description:
Complainant alleged that while attempting to defibrillate a pt, the device successfully shocked the patient six times and on the seventh attempt, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.